Manufacturer narrative:
Galil medical tech support in israel discussed the issue with the customer and determined the issue was related to the pm parts. Galil medical sent a new pm kit to the customer. The customer installed the pm kit. Follow-up testing showed the system performed as expected. The failed pm kit was returned to galil for further investigation. Investigation showed desiccant dust clogging the tube outlet filter causing low gas flow through most channels resulting in small ice formation.

Event description:
The customer reported that when the physician checked the ice-ball size during procedure through ultrasound, the ice-ball size seemed a lot smaller than usual. After finishing the procedure, the physician again checked the ice-ball size on the CT scan and confirmed that the ice-ball size was distinctly small. The physician reported that the procedure was not successful, because ice-ball was not made well. The patient was under local anesthesia.